Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, when they prepared the device, the indicator of the green button flashed, firing could not be performed. (The button was pressed but the device did not move forward) when trying to open the jaws, but the clamp cover did not turn back, so the jaw was opened by the manual tool. The nurse removed the cartridge and attempted to load another reload, but still could no attach it to the adapter. The pusher tip of the adapter was extended and the single use loading unit (sulu) could not be attached to it. When the adapter was removed from the handle, and when calibration was done, abnormal noise was heard. The surgical time was extended by less than 30 min. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.